Event description:
Spontaneous call, pt was giving problem for cartridge removed and could not recognize it. Sending new pump. Sn (B)(4). Pt had back-up working and continued infusion. Did the reported product fault occur while in use with a pt? Yes; did the product issue cause or contribute to the pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by pt/caregiver.